Manufacturer narrative:
(B)(4). Pump received with blank display due to moisture damage on the electronic assembly. Also pump received with moisture damage on the motor, vibrator and battery tube assembly. Unable to verify the rf pic failed self test alarm, unexpected no power, perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to blank display. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose. The customer's blood glucose was 533 mg/dl at the time of incident. The customer stated that they were given insulin to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The insulin pump will be returned for analysis.